Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that immediately after placing the tracheostomy tube in the patient, the cuff and/or the pilot balloon was leaking. The respiratory therapist removed the tracheostomy tube and re cannulated the patient. The caller reported that the patients stoma is cleaned with peroxide and that k-y brand lubricant is used to lubricate the tube on insertion.